Event description:
It was reported via repair work order that the outer base tube,caster horns,and base foot tubes were broken. Furthermore, no adverse consequence or clinically relevant delay in treatment was reported.